Event description:
The user stated they had a total protein result of 7.3 g per dl which flagged with a delta check so the operator put the sample on again and it gave a result of 14.2 g per dl with a data flag. The operator then repeated the sample again and got a result 7.3 g per dl. The result of 7.3 g per dl was reported. The erroneous result of 14.2 g per dl was not reported. The sample was from a 5 ml sst gold top tube that yielded a 3 ml draw volume. The user stated the sample was clear, straw colored and was not lipemic or hemolyzed. The field service representative stated the cause was unk. He checked the gear pump pressure and "sys vol" which were acceptable. He cleaned the reaction bath and noted the rinse mechanism elbow was rubbing of the frame. He showed the user how to correct this. He also straightened the bent r2 probe. To verify the analyzer operation, he ran controls and a 38 sample precision check.